Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is unknown; however, the customer's blood glucose was above 600 mg/dl on (B)(6) 2017. The caller stated that arthritis and diabetes were the leading causes to the customer's death. The customer had diabetes since she was (B)(6). The customer was not wearing the insulin pump at the time of death; it had been disconnected on (B)(6) 2017 due to insulin being too strong. The customer was put back on injections. The caller was unsure whether the customer used sensors or not. The caller agreed returning the insulin pump for analysis.